Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported post use, hemopro 2 extension cable connector was broke. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7 h-2, h-6, h-10. Corrected sections: h-3, h-6. H-3:corrected "if other provide code-explain": from "device not returned" to "device discarded". H-6: evaluation method codes: corrected from "device not returned" to "device discarded". H-6: patient code: corrected from " no consequences or impact to patient" to "no patient involvement". A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported post use, hemopro 2 extension cable connector was broke. The hospital did not report any patient effects.